Event description:
(B)(4). Event took place in (B)(6) and has been reported to the (B)(6). From user's/initial reporter's narrative: "epispin lock was being used for post-surgery analgesia. When placing the tuohy needle, the plastic cone disconnected from the metal needle, which remained in the skin and had to be removed using a forceps."

Manufacturer narrative:
At this point no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and relevant raw material history files did not indicate recorded quality problems or rejections related to this incident. Production failure cannot be confirmed. Individual failure. Any further information will be sent in to FDA as soon as it becomes available. If no further information becomes available, pajunk considers this file as closed.